Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation. G4: PMA/510(k) # - the device is a similar device marketed in foreign countries and is not marketed under the 510k. Some information was not provided and is unknown; therefore, a complete UDI cannot be provided.

Event description:
Complainant alleged that before use, the device experienced a "technical failure 389" alarm. Complainant indicated that there was no patient involvement in the reported issue.

Manufacturer narrative:
Additional information received indicates that the device was received by an approved service provider for evaluation. The reported concern of alarm tf 389 could not be reproduced during testing. The unit underwent full functional testing with no discrepancies identified. Device log review confirmed that alarm tf 389 occurred on 12/11/24. However, analysis of the o2 gas path test showed that it was completed successfully, with no anomalies observed. As a precautionary measure, a full calibration was performed, which the device passed. The unit was determined to be functioning as expected.